Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient reported that his whole upper body was itching. There was no allegation of a visible irritation. Patient did report a nickel allergy. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use tabergil to help with the itchiness by a physician. Outcome of the irritation is unknown.